Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states; however, this item or similar items are sold in the united sates by b. Braun medical, inc. No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Device history record: no abnormalities found from reviewing the relevant device history record(s). The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. If the sample and or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter detached. The catheter came off from the catheter connector.